Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported that the customer was hospitalized for diabetic ketoacidosis, with blood glucose levels over 1000 mg/dl. Prior to the event, the customer was found in a coma and was not wearing the insulin pump. Troubleshooting was performed, and the insulin pump had several low battery, bad battery, weak battery, off no power and no delivery alarms in the alarm history. Found that the customer was not using the recommended batteries. Advised that the insulin pump would be replaced due to all of the issues. Nothing further was reported.